Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided. Email address unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported fracture of abutment screw at tooth site 25. Unable to removed screw, implant was also removed. Doctor's assistant confirmed by phone that implant fractured when removing the screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® low profile one-piece abutment 3.4mm(d) x 2mm(h), ilpc342u & one 3i t3® parallel walled implant 4/3 x 13mm, bops4313 was returned for investigation. Visual inspection via naked eye and camera magnification was completed. The abutment was fractured at the screw threads. Damage observed on the returned implant due to removal is not considered a malfunction or failure of the device. Zimvie is not responsible for any damage caused by the clinician¿s removal of the device. Device history record (DHR) review could not be performed as the lot number associated with the reported ilpc342u is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review for the unknown biomet screw could not be performed as the lot/item numbers were unknown. Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of the report.